Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had an infection at the trial lead site. The patient had fever, redness, swelling, and drainage in (B)(6) 2015. The patient got a post-operative infection with in the first week around (B)(6) 2015. The patient was given vancomycin IV antibiotics for the first 3 days in the hospital and then the next set at home because they had a port.